Manufacturer narrative:
D4: UDI number: this product code is not required to be registered with the FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturer for evaluation. Visual inspection upon receipt revealed no defects. Magnifying inspection of the ptfe coated stiff stainless steel shaft found the ptfe coating had been sheared off on the segment approximately 1310 - 1320mm from the distal end. No anomaly was noted on the remainder of the shaft. The outside diameter of the ptfe coated stiff stainless steel shaft was measured on the undamaged segment and confirmed to meet manufacturer specification. Magnifying inspection of the platinum coil segment found the coil pitch had become widened on approximately 27 - 30mm from the distal end. The segment on 0mm - 10mm from the distal end was noted to have been flexed. Magnifying inspection of the stainless steel coil segment revealed no defects. The outside diameter of the undamaged segments of the platinum coil and stainless steel coil were confirmed to meet manufacturer specification. Functional testing was conducted on a factory retained runthrough ns sample. A torque device of which chuck part was metal-made was attached to the ptfe coated stiff stainless steel shaft. Subsequently, the runthrough sample was pushed forward and pulled back through the torque device. The sample was abraded with the torque force, resulting in shearing of the ptfe coating. A second test was conducted. A factory-retained runthrough ns sample was subjected to a pulling force in the proximal direction in the state of its distal segment being trapped. The pitch of the platinum coil became widened at approximately 27 - 30mm from the distal end. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the investigation results, it is likely that the actual sample was abraded with a hard object when used in combination with the actual sample, resulting in the shearing of the ptfe coating. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not manipulate and/or withdrawn the runthrough ns through a metal entry needle, a metal dilator, or a metal needle or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal needle or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns. Do not use the runthrough ns with devices which contain metal parts such as atherectomy." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the coating layer sheared off when using the runthrough ns device. Follow up communication with the user facility confirmed the following information: when the customer pulled back the actual sample after placement of the stent, he found the coating on the shaft had become unusual; it was reported that it is unknown if the actual sample was placed outside or inside of the stent in the body; and the patient was not harmed.